Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implantation procedure. During the procedure, a perforation at the base of the atrial appendage was observed and confirmed via intracardiac echocardiography (ice). A pericardiocentesis was performed, and a large volume of blood was removed and reinfused. Unfortunately, the patient did not survive and was pronounced deceased.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.